Event description:
The customer reported that sealing could not be completed even though an end tone, signaling a completed seal cycle, was heard. The procedure was a laparoscopic colectomy. Another device was used to complete the procedure without incident.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.